Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis characterized by abdominal pain, which warranted hospitalization, antibiotic therapy and the surgical removal of the patient¿s peritoneal dialysis (pd) catheter (not a fresenius product). Per the patient, causality was attributed one of her cats biting the liberty cycler set tubing. The patient¿s statement is further evidenced by the identified organism, as pasteurella bacteria are normally found in the mouth of felines. Additionally, it is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence that a product deficiency or malfunction caused or contributed to the serious adverse events. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted customer service and stated that they just got out of the hospital and was there for a week due to severe abdominal pain and peritonitis. Upon follow up, the patient stated that they contracted peritonitis after their cat bit their liberty cycler set tubing. The patient stated that peritoneal effluent fluid cultures were positive for pasteurella (species unknown). The patient was initially treated with intravenous (IV) vancomycin (dose, frequency and duration unknown), however the patient had an allergic reaction (dyspnea and hives) and was transitioned to IV ciprofloxacin (cipro). The patient was prescribed oral cipro after discharge (on-going). The patient reported that the infection was so severe, the patient¿s pd catheter (not a fresenius product) was surgically removed and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient will undergo 6 months of hd therapy until their abdomen heals. The patient stated that the events were unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius product(s). The patient is recovering from the events and is tolerating hd therapy without issue. Subsequent attempts to obtain additional information have thus far proven unsuccessful.